Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the partial pressure of oxygen (po2) was noted to be low. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information has become available. (B)(4).